Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 650 mg/dl and 539 mg/dl. Customer changed the infusion set (not reservoir) and she did a bolus. Customer stated that the auto mode feature was not active at the time of high blood glucose event because sensor glucose was not available. Customer stated that there was no communication between pump and transmitter. Customer measured again glycemia and it is 480 mg/dl so it was lowering and probably the previous infusion set was occluded. The device will not be returned for analysis.